Manufacturer narrative:
Foreign: (B)(6). Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a continuous occlusion alarm. Functional testing did not duplicate the reported issue. One possible, but unconfirmed, problem source was listed as a defective downstream occlusion sensor.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited an alarm for a "limited moment." It was reported that there was no occlusion observed that would have caused the alarm. No adverse patient effects were reported.